Event description:
It was reported that during a 3-month follow up, the imaging revealed a fishmouthing of the flow diverter stent at the distal end. The subject coil was also used to treat the internal carotid artery (ica) aneurysm. The patient previously experienced weakness in one lower limb, but the condition has improved and is now stable. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review assessment, the harm observed in the complaint is anticipated in nature as per the device risk assessment. During a 3-month follow up, the customer reported that the patient previously experienced weakness in one lower limb, but the condition has improved and is now stable. The complaint also indicates that there was fishmouthing associated with an implanted flow diverter stent. There is no indication of any coil device malfunction during the initial procedure or on 3-month follow up. The relationship of the adverse event to the subject coil is unclear and no further information was provided. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during a 3-month follow up, the imaging revealed a fishmouthing of the flow diverter stent at the distal end. The subject coil was also used to treat the internal carotid artery (ica) aneurysm. The patient previously experienced weakness in one lower limb, but the condition has improved and is now stable. No other information is available.